Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Date of event is approximate as the data were collected between sep2018 and may2021. Article title: novel plug device for heartmate 3 explantation: first multicenter experience mariani, silvia from the department of cardiothoracic, transplantation and vascular surgery, hannover medical school, hannover, germany. , department of cardio-thoracic surgery, heart and vascular centre, maastricht university medical centre (mumc+), maastricht, netherlands. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article ¿novel plug device for heartmate 3 explantation: first multicenter experience¿ that heartmate 3 (hm3) may be associated with infection. This retrospective study followed patients who had their hm3 explanted between sep2018 and may2021. One of these patients was a 54-year-old man that had a driveline infection. A right heart catheterization (rhc) and echocardiography were performed.